Event description:
It was reported that while customer was on the phone with medtronic troubleshooting for high blood glucose, customer passed out. Paramedics were called on (B)(6) 2015. Customer's blood glucose at the time of incident was 288 mg/dl and was treated with insulin drip. Customer was wearing insulin pump at the time of call. Customer does not recall if cannula was bent. After troubleshooting, customer was advised to monitor insulin pump and to call back should issue reoccur. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.